Event description:
A model 326 aspirator failed to operate. An inspection of the device revealed a defective trace on the main printed circuit board. The trace was repaired, and the device was tested to specifications and returned to the customer. No patient was involved at the time of the incident.